Manufacturer narrative:
F10/h6: medical device problem codes: a0404 (previously omitted). H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and a cut was observed from the pbp pre pump line. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Prismaflex st150 set c has been temporarily approved for use in the us under emergency use authorization eua200704 to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a hole in the line of a prismaflex st150 set allowed a leak during priming. There was no patient involvement. No additional information available.